Event description:
The customer stated he received a blood glucose reading of 289mg/dl at approximately 2-3:00pm. He was not symptomatic. He was on a sliding scale and took 30 units of insulin. Afterwards he was unable to walk or move. His mother found him on the ground. He had been unconscious for approximately 8 hours. He was given orange juice and honey, which made him feel better. Customer was advised to return the test strips for evaluation. New strips and meter were provided to him.